Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). The actual pump involved in the reported event was not returned for evaluation. In a follow up call to the facility, the reporter stated that the pump was programmed to infuse 100 ml at a rate of 100 ml/h. The pump completed in 20 minutes instead of in the one hour that it was programmed to. The reporter confirmed that no adverse reactions occurred as a result of the incident. The pump was being used on a patient. The reporter stated that she did not want to return the pump because it was being used. The reporter also stated that in the following times since the incident, the pump functioned properly. Without the pump or the operational log, a thorough investigation cannot be performed and no specific conclusion can be drawn as to the cause of the reported event. If the pump, pump logs and/or additional information becomes available, a follow up report will be submitted.